Event description:
It was further reported that a dissection/re-entry device was used for the lad and the retrograde lesion crossing via an obtuse marginal (om) epicardial collateral used for the rca. The origin of a very large ramus intermedius artery had mild disease in it prior to the percutaneous coronary intervention (pci). After lad ostial stenting, this origin was compromised likely from plaque shift but had timi 3 flow noted. No pci of the ramus was performed during the initial intervention. The patient returned the following day for thrombus in the lad stent, the ramus origin appeared similar to previous day. Both lad and ramus vessels were wired; aspiration thrombectomy and balloon angioplasty were performed in the lad. After balloon angioplasty of the ostial lad stent, the origin of the ramus appeared worse and had decrement in flow however, due to placement of the ostial lad stent, a balloon could not successfully be delivered into the ramus and no further pci was performed. The 2.25x28mm promus stent was deployed at 12 atms in the distal rca and the 2.5x28mm promus stent was deployed at 14 atm in the mid rca instead of the mid to the ostium of the lad at 14 atms for approximately 10 seconds as initially indicated. Additionally, the 2.75x32mm taxus ion stent was implanted in the ostial lad and another 2.25x28mm promus stent was deployed in the mid to distal lad.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. It is noted that major compression occurred at 12mm which was a chronic total occlusion case. During the index procedure, the physician had to go through the septals obtuse marginal collateral to gain access retrograde of the right coronary artery (rca). The physician successfully deployed a 2.75x38mm ion stent mid to proximal at 14 atms for 12 seconds. The physician proceeded with a 3.0x 20 mm nc quantum balloon and post dilated the stent and proximal edge with one of the inflations, overlapping the edge at 25 atms. The physician reinserted a 2.5x20mm apex balloon to predilate the area proximal to the stent at 20 atms. It was noted that a 10-15mm compression occurred proximally. The physician gained access to the compression area predilated a successfully delivered a 3.0x28mm promus stent. Timi flow 3 was noted. It was also noted that prior to stenting the rca, two promus stents (2.25x28mm distally and 2.5x28mm overlapping), mid to the ostium of the lad were implanted at 14 atms for approximately 10 seconds. Post dilation was performed with a 2.75x15mm nc quantum balloon at 20 atms. The patient expired within 24 hours due to stent thrombosis of the left anterior descending (lad).

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).